Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited false atrial fibrillation and oversensing. The patient was asymptomatic. No intervention was performed. The patient will continue to be followed.